Manufacturer narrative:
Review of the complaint record indicates event occurred prior to patient use and the issue was found during inspection of the ventilator. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4:13aug2021. The field service engineer (fse) confirmed the issue was caused by a malfunction of the navigation ring. The fse replaced the front bezel mounting the navigation ring to resolve the issue. The unit was tested and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported by a chief medical engineer (me) of the hospital that the values changed on its own when the settings were being modified. The unit kept operating. The device was not in clinical use. No patient or user harm was reported. The sales rep visited the hospital and confirmed the reported issue. They also found that the navigation ring was unresponsive. Other information is pending.